Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 37. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.